Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 29 oct 2025, it was reported that three boxes of seeds were delivered for implant. Order was placed for 138 seeds of 0.543 mci, but one box of 0.609 mci and two boxes of 0.561 mci had arrived. There was no reported patient contact.

Event description:
On (B)(6) 2025, it was reported that three boxes of seeds were delivered for implant. The order was placed for 138 seeds of 0.543 mci, but one box of 0.609 mci and two boxes of 0.561 mci had arrived. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the DHR packets for all three of the customer orders were reviewed. All three of the sales orders were for the same patient implant procedure. Due to the total activity required for the treatment, the order needed to be split into separate sales orders. It was noted that the reference date, and therefore some of the seed activity, listed on the brachy source certificates and product labels were not consistent between the three orders. Investigation summary: due to the nature of the brachytherapy products and various product codes, an additional analysis of complaint information was performed for the raw material/finished good lot numbers associated with this complaint record. This review is limited to the date range given above and the as reported device code but not limited to the given product code/configuration. The complaint was found confirmed, and the root cause determined to be human error, entry error. Labeling review: the information for use (IFU) for this customer sales order were reviewed. In the administration and dosage section of the information for use (IFU), there is a statement, established practice should be followed for the calculation of the total activity to be implanted, the evaluation of the radiation dose distribution and the proper placement of the brachy source seed implants within the tissue." G3, h6 (method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.